Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was reporting inaccurately long longevity estimates. The patient was followed remotely and the remote transmissions showed a large drop in device longevity. Several transmissions were reviewed with the first one from (B)(6) 2015. On this transmission the longevity estimate inaccurately indicated 3.4-3.8 years of longevity. Several months later on (B)(6) 2015, the device indicated 1.6 years to eri, which was accurate based on this device longevity and the battery data collected from the session record and two additional transmissions indicated an accurate longevity estimates. Analysis of the ICD revealed that the discrepancy in longevity estimates was due to a programmer software issue.